Manufacturer narrative:
MFR ref no (B)(4). The device was returned to baxter and an eval was performed. The eval confirmed and reproduced the door not fully latched alarms identified during functionality testing, determined to be caused by a failed upper link switch on the auxiliary assembly. The upper auxiliary assembly was replaced.

Event description:
It was reported that a spectrum infusion pump alarmed door not fully latched. There was no pt involvement.